Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection/sepsis. Also, the patient developed swelling and fluid discharge from the pocket. There is no evidence indicating this device was replaced. No additional adverse patient effects.